Event description:
Rptr administered a patchtest to pt in 7/98 for thimerosal sensitivity. Her reaction was positive and she continued to react. She was last seen on 11/11/98 with localized itching, redness and swelling. She has been treated with topical steroids to no avail and is being referred to another dermatologist.